Event description:
On (B)(6) 2022, this patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. When the trunk-ipsilateral leg component was delivered to the intended position, it was observed that the proximal aortic neck became like "accordion" due to tortuous anatomy. The trunk-ipsilateral leg component was deployed. Then the physician tried to pull down the guidewire to correct the shape of the proximal aortic neck , but the device moved distally along with the guidewire (distance unknown). The trunk-ipsilateral leg component was pushed up using a constraining system, but it only moved slightly proximally. After the trunk-ipsilateral leg component was fully deployed, contralateral leg endoprostheses were implanted. Then, an aortic extender endoprosthesis (pla260300j/(B)(4)) was implanted proximally, but when it was delivered to the intended position, the proximal aortic neck also became shaped like an "accordion". Then, upon deployment, the shape of the proximal aortic neck became normal but pla260300j/(B)(4) moved distally (distance unknown) due to tortuous anatomy. So, a second aortic extender endoprosthesis (pla260300j/(B)(4)) was implanted proximally. However, when the device was deployed, it moved proximally (distance unknown) and it covered the left renal artery. Cannulation was performed from the left upper arm to the left renal artery, an angiography revealed no delay of the flow. No additional treatment was performed to treat the left renal artery obstruction. A final angiography revealed a type ia endoleak. The physician decided to monitor it. The patient tolerated the procedure.